Event description:
It was reported that the spike of a clearlink system continu-flo solution set came out of an infusion bag. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This event occurred on an unspecified date over the weekend of (B)(6), 2022 to (B)(6), 2022. Additional phone no: cell: (B)(4). Device manufacturer address (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.